Event description:
Report received of an overdelivery. The device was programmed to deliver an unspecified amount of a hydration solution over 1 hour. No specific programming parameters were provided. After 50 minutes, the device alarmed. The nurse noted that the burette was empty and the device display indicated that the vtbi (volume to be infused) was complete. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.